Event description:
Intra-aortic balloon sheath placed into femoral artery without difficulty. Unable to advance balloon itself past distal end of sheath. New iabp kit used. Advanced balloon without difficulty. (B) (4) lot# mf0010932.